Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced peritonitis which was manifested by cloudy fluid. The frequency for treatment with vancomycin was every 5th day and treatment with ceftazidime was daily. It was reported that the patient was going to be discharged at the time of this report. Two days after the event onset, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1g, stat, route not reported) and ceftazidime injection (intraperitoneal, 1g, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available.